Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that scale marking error and cracks were found before use with 20 ml bd luer-lok¿ syringes. The following information was provided by the initial reporter, "the syringes were found to be broken/damaged, scratched, and had black/white dots and illegible graduation markings. Event description. Following up on the meeting about the syringes defects, as we agreed on our december 17, 2019 meeting that we will be sending samples with the worst case from each defect per month and we will receive a credit memo for the total of defective pieces that will be scrapped. For the month of january 2020 we had a total of (B)(4) defective pieces, and the defects were: broken/damaged, black/white dots, scratched, illegible. With this said, I require a label to send the 10 samples and the agreed credit memo for the (B)(4) pieces."